Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00706, 2014-01317 and 2014-01318) submitted for devices related to the same event.

Event description:
Approximately ten months post hvad implantation, the site reported that the patient experienced power source change in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.